Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and determined the sample syringe was overused. Replacing the sample syringe resolved the issue. The customer recalibrated the analyzer, performed quality control and patient samples with normal results. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high glucose patient results and quality control on their dxc 700 au clinical chemistry analyzer. The customer released five patient results outside the laboratory. However, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.